Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2001 (B)(6), product type implantable neurostimulator product ID: 3387-40 lot# n23965a, implanted: 1999 (B)(6), explanted: 2007 (B)(6), product type lead product ID: 748295 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: 2007(B)(6), product type extension product ID: 3387-40 lot# j0114054v, implanted: 2001 (B)(6), product type lead product ID: 748295 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID: 7426 lot# serial# (B)(4), implanted: 2001 (B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had an infection in (B)(6) 2007 and was "near death". The patient reportedly developed a secondary infection the following month. It was unclear if the patient's system was explanted in march or (B)(6) 2007. Follow-up with the patient's healthcare provider (hcp) indicated that the patient hadn't been seen since (B)(6) 2010. No further information was reported. Information also reported on patient's other implantable neurostimulator in manufacturer's report # 6000032-2013-00087.